Event description:
Additional information was received, from a healthcare provider (hcp) via a company representative. Stated, that there was no symptom at the time of event. The catheter was revised, since they needed ¿more catheter to reach to back¿. The pump flipping was resolved, once it was moved to the back.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Other medical products in use during the event include: brand name: ascenda, product ID: 8780 (serial: (B)(6), product type: 0184-catheter; implant date: (B)(6) 2023, UDI: (B)(4), ubd: 2025-07-13. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient receiving intrathecal morphine (unknown concentration and dose) via an implantable pump for back pain with leg pain and non-malignant pain. It was reported that the rep stated that the patient had a catheter revision today due to the fact the patient had been flipping his pump. The rep stated the pump was also moved to the back area. The rep inquired about programming the catheter info.